Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular exhibiting a defibrillation impedance measurement less than the lower limit during an episode of ventricular tachycardia. High voltage therapy had been appropriately delivered per specification; however, it was believed that there was an electrical short. The lead was capped and replaced on (B)(6) 2020, and no lead integrity anomalies were identified by fluoroscopy. The patient was in stable condition.